Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of an inability to connect with the implanted device was confirmed. Software analysis revealed the application was unable to find the implanted device to establish connection. No device malfunction was observed in the patient app logs.